Event description:
Boston scientific received information that the battery longevity of this cardiac resynchronization therapy defibrillator (crt-d) was 8 months until explant. Additionally, high left ventricular (lv) threshold measurements were observed. The field representative thought it was too soon to be at this battery gas indication. Boston scientific technical services (ts) recommended to do longevity estimate but the field representative declined. No intervention performed. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.